Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# l41v63, 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 8x0y3jr, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# la0ny5r, size 5 accolade ii 127 deg; cat# 6721-0535; lot# 57511203, delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 57727501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that a surgeon performed a single-stage revision of a patient's right hip due to infection. Surgeon stated to rep that the revision had nothing to do with stryker product and was merely due to infection. Rep reported that no further information is available due to surgeon policy.